Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported cassette alarm issue. However, the investigation identified downstream occlusion seal damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that the device had a csdl would not recognize the pump. Event occurred during local repairer preventive maintenance.